Event description:
Additional information was received that the reported issue occurred during non-clinical activity. There was no patient involvement.

Manufacturer narrative:
Updated blocks: b5, d10, h3 and h6. H3: 81- evaluation is in progress, but not yet concluded. Per the field service representative (fsr), there was a bulging surface on the contact portion of the sensor causing it to alarm in all positions.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. The field service representative (fsr) verified that there is an erratic activation of the level sensor. He replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the sensor head to be convex which was preventing proper functionality and caused erratic results. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the level detector was not getting the right level. No other details regarding the nature of this event were provided.